Event description:
It is reported that the insert does not fit into tibia tray. Surgery was completed with another insert which fit fine in the tibia tray.

Manufacturer narrative:
Eval summary: an eval of the device concluded that both sides of the inner dovetail lips are compressed down, indicating that it did not properly slide under the male dovetail on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however, more info would be needed to conclusively make that determination. Eval: device history records indicate all components were mfg and inspected to spec.